Event description:
The customer reported that during a cryoablation procedure, gas was observed to be leaking when the system was pressurized. System log data showed that there was an issue with the solenoid valve not closing. An endocare system was used so that the case would not be canceled. Case completed without any injury to the patient.

Manufacturer narrative:
The system was returned for investigation and the reported complaint was confirmed. When power was applied to the system, the procedure screen showed that all 5 channels were labeled defective. It was also found in the diagnostic screen that the vent solenoid had an error message. The side panels were removed for inspection; significant dust was noted in the area of the manual vent valve. Desiccant dust was also observed inside the gas dryer caps and the solenoids. Inspection of the desiccant dryers found the top screens were damaged allowing desiccant to escape. The cause of the reported complaint was due to damaged dryers. A follow-up report will be provided if any additional information becomes available.